Event description:
The customer reported a cleaner leak (volume undetermined) under the coulter hmx hematology analyzer w/ autoloader. The customer was unable to determine source of the leak and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer found clenz build up coming from wbc aperture/bath. Bath was not connected to the assembly properly due to a missing screw which holds bath to the assembly. He installed replacement screw and tightened correctly. The instrument was primed with no further signs of dripping. (B)(4).